Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that hair was found inside six (06) minicap transfer sets. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: six (6) devices were received for evaluation. A visual inspection with the naked eye observed particulate matter inside closed pouches outside of fluid pathway on all six (6) samples. Five (5) samples had embedded and fully encapsulated particulate matter in the silicone tubing. The particulate matter identified as gel is an intrinsic particulate that is associated with qualified product contact materials from the package, formulation ingredients, process, or assembly process. The particulate matter measured less than 0.80 sq mm and is not considered a defect. The five samples met specifications. One (1) sample had a loose, thin, back hair outside the fluid pathway located on the silicone tubing inside the closed pouch. The loose hair is an extrinsic particulate matter that is additive, foreign, and not part of the formulation, package or assembly process. The reported condition was verified for one sample. The cause of the particulate matter was determined to be manufacturing related issue during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.